Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of the battery too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, the ICD remains implanted and in-service. No adverse patient effects reported.